Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed. Functional testing revealed an anomaly in the downstream occlusion sensor. The sensor was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted an anomaly in the downstream occlusion sensor. There was no patient involvement.